Event description:
The infusion pump was returned for service with the report of underdelivery during biomed accuracy test. Although attempts were made by baxter tech support to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. The facility's biomed engineer stated they have no record of any pt incident involving the pump since the last baxter service event.